Manufacturer narrative:
The cartridge has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that she was experiencing issues with air bubbles in the cartridge, and subsequently experienced elevated blood glucose (bg) over 600mg/dl with mild thirst. The patient did not specify how she treated the elevated bg. By the end of the call, the patient¿s bg was reportedly coming down and was 580mg/dl. The patient reportedly remained on the pump. Troubleshooting indicated that the patient was not using proper cartridge fill technique. No product defect was found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to use error of the cartridge.